Manufacturer narrative:
We have requested the product back from the manufacturer. It is unclear what product she was using. Add'l info will be gathered, and investigation will be conducted. A supplementary report will be submitted, if applicable.

Event description:
Consumer claims that: 'she uses the heating pad daily to treat arthritis. The pad has bumps that become too hot even on low and have burned her skin in just a few minutes. She has never abused or damaged the pad, she would love to have one that works properly. She has had the same pad in the past in the years previous with no problems.'